Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced . Reportedly effective therapy was restored.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient did not charge the ipg as instructed, resulting in the ipg becoming inoperable. Surgical intervention is expected to take place at a future time. No further information available.